Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
(B)(6) clinical study. It was reported that unstable angina and restenosis occurred. In (B)(6) 2014, the patient was referred for cardiac catheterization and index procedure was performed. The target lesion was located in the proximal left circumflex artery (lcx) with 100% stenosis, and was 15 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 16 mm promus element¿ plus stent. Following post dilatation, the residual stenosis was 0%. In (B)(6) 2014, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient was diagnosed with unstable angina and was hospitalized on the same day. Coronary angiography revealed stenosis in the proximal lcx which was treated with percutaneous coronary intervention. The event was considered recovered/resolved and the patient was discharged on the same day.

Manufacturer narrative:
Device is a combination product.

Event description:
Promus element china clinical study. It was reported that unstable angina and restenosis occurred. In (B)(6) 2014, the patient was referred for cardiac catheterization and index procedure was performed. The target lesion was located in the proximal left circumflex artery (lcx) with 100% stenosis, and was 15 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.00x16mm promus element plus stent. Following post dilatation, the residual stenosis was 0%. In (B)(6) 2014, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient was diagnosed with unstable angina and was hospitalized on the same day. Coronary angiography revealed stenosis in the proximal lcx which was treated with percutaneous coronary intervention. The event was considered recovered/resolved and the patient was discharged on the same day. It was further reported that proximal lcx was treated with coronary artery bypass graft (CABG) and percutaneous coronary intervention (pci). Post treatment, the stenosis was 0%.